Manufacturer narrative:
At the time of this report, it is known that the monitor down tube weldment was found to have broken. No user or patient involvement or injury noted in this instance. Since the build date of this device, design correction(s) have been put into place to prevent the failure. The device weldment has been scheduled for service and repair for use.

Event description:
It was reported to the midmark corporation that a dental ceiling light fell from the ceiling mount. No patient or user involvement was reported. Due to previous reporting of this or similar light falling events, midmark corporation complied to report this instance.